Event description:
A customer reported encountering an error with their continuous glucose monitor, specifically cgm error 42, related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for a complete pump reset, which successfully resolved the issue, allowing the customer to start their sensor session without further errors.